Event description:
Additional information received from the hcp reported that the patient had never reported any problems with her battery or site.

Event description:
It was reported that the patient experienced a warm sensation in or around the ins pocket during recharging as well as a shooting pain from the ins site that went all the way up her body to her head and felt like a migraine. This occurred the first time that she recharged with the new system and again when she tried to recharge on (B)(6). It was also reported that the patient didn't see any progress while recharging and no coupling bars were shaded. The patient experienced stimulation in the chest area and turned the ins off because she was concerned as she had a pacemaker. The hcp directed her to turn stimulation back on, and she did, but she noticed stimulation in the chest area again within two days and turned it off again. It was noted that the patient had not scheduled a reprogramming session. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 377660, lot# v004325, implanted: (B)(6) 2006, product type lead; product ID 377660, lot# v004325, implanted: (B)(6) 2006, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was affecting the patient¿s pacemaker.

Manufacturer narrative:
(B)(4).